Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon rupture or difficult to deploy from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous distal left anterior descending (lad) artery. The 3.5x18mm xience prime stent delivery system (sds) was successfully advanced to the target lesion; however, during deployment the balloon ruptured at 14 atmospheres (atm). An unspecified nc balloon dilatation catheter (bdc) was used to post-dilatate the malapposed stent implant to fully appose it to the vessel wall. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.